Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer performed preventive maintenance, a volume test, and a valve check. Pm verification was deemed the only necessary action; no further repair was deemed required. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that "will not capture volume" (low volume). No patient involvement.